Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: during (B)(6) 2010, the pt was admitted for secondary cytoreduction for recurrent ovarian carcinoma and incisional hernia repair with mesh. Surgery was on (B)(6) 2010. The pt allegedly experienced abdominal pain and incisional drainage and a CT suggested small bowel strangulation/ischemic bowel. The pt had a second surgery on (B)(6) 2010, surgeon allegedly noted 2 small bowel loops had become lodged in spontaneously formed holes of the mesh. Resection and re-anastomosis was performed and a new mesh was placed.